Event description:
The pt presented with symptoms of dizziness and lightheadedness. Pacemaker evaluation revealed abnormal pacemaker function due to low impedance suggesting insulation break, causing undersensing in bipolar configuration and both undersensing of r waves in unipolar configuration.